Event description:
It was reported that the handpiece leaked an oil-like substance prior to a procedure. There was no pt involvement, and no user injuries or adverse consequences were reported.

Manufacturer narrative:
Upon evaluation, corrosion was discovered in the bearings.